Manufacturer narrative:
A philips remote service engineer (rse) confirmed that no problem could be confirmed with the fetal monitor but that there could be possible damage to the transducer being used with the system, resulting in an inaccurate reading. The rse confirmed that the customer would follow back up if additional assistance was needed. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting address postal (B)(6).

Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating the system displays an inaccurate heartrate reading with the transducer. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.